Event description:
Affiliate reports the olive came off during surgery in tunnel when removing catheter, therefore, x-ray to find 2x 1.5 incisions to retrieve olive. 1.5 to 2 hours extra surgery. Pt was stable immediately following surgery.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.